Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the output connector was broken. It was further noted that the upper case and battery drawer were damaged, the lower case, one side bail cover and the ring cover were broken and one side bail cover and one side bail were missing. All found defective parts were replaced. (B)(4).

Event description:
It was reported that the external pulse generator's atrial port was broken off so that the wires would not snap into place. The generator was returned for service. There was no patient involvement.